Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d4 implantable cardioverter defibrillator, (B)(6) 2013. A 5076 implantable pacing lead, (B)(6) 2013. Product event summary: the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture. The lead was explanted and replaced. Upon explant, it was noted that there was tissue adhering to the screw mechanism. No patient complications have been reported as a result of this event.